Event description:
It was reported by service report that the bed exit does not work at low height. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Bed exit.